Event description:
It was reported that a spectrum pump failed the downstream occlusion test. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1 initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the customer reported 'failed ds occ test' was not reproduced. The device was tested for downstream occlusion detection at high, medium and low settings with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the digital pot setting out of range and the downstream current reading out of specification. The force sensor no tube and force sensor scale factor will be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.